Event description:
It was reported that a remote transmission revealed that the patient received inappropriate therapies due to multiple episodes of atrial fibrillation with rapid ventricular response in the vf zone. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.